Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "total failure" of the pump. There was no reported impact to the customer's blood glucose level. The customer declined further follow up from tandem technical support. No additional information was provided.